Event description:
Customer received a call regarding an unresponsive, (B)(6)-year-old male patient. The patient was found at his place of residence at 10:35 pm. He was down for an unknown length of time but it is believed that it was for a short period. Bystander CPR was performed at 10:36 pm for approximately 3 minutes before ems crew arrived on scene. The autopulse platform was deployed with no issues. Two autopulse nimh batteries were used during this case. The first nimh battery performed compressions for about two minutes and then stopped compressions. The second nimh battery performed compressions for about three minutes and then stopped compressions. Use of the autopulse was discontinued. Crew reverted to manual CPR for the remainder of the call which was approximately 15-20 minutes. Patient was transported to the county hospital. Patient did not survive and did not regain return of spontaneous circulation (rosc). No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR. Report: 1. #3003793491-2014-00009 for autopulse nimh battery with sn: (B)(4)

Manufacturer narrative:
(B)(4). The nimh battery s/n (B)(4) associated with this complaint was not returned for investigation. An investigation conducted using the battery's serial number found that the battery was within its expected life span of 2-4 years. However, if proper battery maintenance is not performed (charged/test cycled) as instructed per the autopulse user guide, the battery's lifespan will be effected. The customer's reported complaint of experiencing a low run time was confirmed through review of the archive records for the autopulse platform s/n (B)(4), which was the platform in which the battery was used during the patient event. Nimh battery s/n (B)(4) was placed into the platform and was used for 4 minutes 51 second, performing 310 compression until a low battery warning and user advisory (ua) 44 (battery voltage too low during compression (replace battery)) messages were displayed. The platform was turned off and back on without the battery being changed, which caused a ua13 (battery fault detected) to be displayed (please note that once a ua44 is displayed, if the battery is not changed, a ua13 will occur to prevent insufficient compressions from being performed). The platform was again turned off and back on without the battery being changed. As a result, the platform once again displayed a ua13. Additional review of the platform's archive data was conducted to ascertain whether this battery was properly maintained prior to this event. The first time that this battery was used in this platform was (B)(6) 2013, at which time the battery had undergone 8 test cycles. The next appearance of this battery was on (B)(6) 2013, then (B)(6) 2013. On these dates, the battery had undergone 11 test cycles. On (B)(6) 2013, the battery was used again and showed 12 test cycles. The battery then shows up in the archive on (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 and lastly on (B)(6) 2013 (the reported event date). From (B)(6) 2013 to (B)(6) 2013, the battery did not undergo any test cycles, thus indicating that this battery was not properly maintained. As previously stated, not maintaining the battery per the autopulse user guide will effect the battery's lifespan.